Event description:
The customer reportedly obtained a 248mg/dl on the accu-chek advantage system, in comparison to the professional meter result of 103 mg/dl. The results were obtained within a ten-minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The reporter did not have the strip information with her at the time of the call. A request was made for the return of the suspected product, replacement was sent.